Manufacturer narrative:
(B)(4). This file does not meet the criteria of an adverse event. Additional information received on 11/22/2010: the surgeon heard a crunch as usual when firing; the device was opened 3/4 revolutions whilst the device was still stuck but loosened without too much force. The surgeon has used the device several times post this incident without any complications. Additional information received on 12/3/2010: there was no adverse event nor did the patient have to stay overnight. I have not reported that the patient stayed overnight ¿ the patient is doing fine. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. In addition, all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hemorrhoidopexy procedure, everything worked as planned; the product was positioned correctly and fired. After firing, the instrument seemed to be a little more stuck than usual when removing the device from the patient. After removing the device, the surgeon discovered more bleeding than usual, and started to inspect the stapling area where she found no staples. The device had cut but not stapled. The surgeon manually sutured the cut tissue to stop the bleeding. It is unknown how much blood was lost. The patient had to stay overnight at the hospital. The condition of the patient immediately following the procedure was stable. Additional information has been requested.